Manufacturer narrative:
Eval of this device has proven that the reported problem could not be confirmed. Various flow rate tests were performed. All tests were within spec.

Event description:
Pump reported with overinfusion. The pump was infusing gentamicin and reportedly appeared to have been programmed to deliver 5cc in one hour, but delivered the infusion in approx. 20 minutes. The pump did not alarm and there was no known pt problem as a result of this event.